Event description:
The complainant alleged that during biomed testing, the device displayed "status 166" and intermittently had no display. The complainant indicated that there was no pt involvement in the reported malfunction.